Event description:
Technical services received a call on 10/11/2012 from sales rep. The lead was implanted on (B)(6) 2012. Planning to revise the pocket due to erosion from lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).